Event description:
It is alleged that the unit "flashing a red warning light." No injury or delay in surgery reported with this individual device.

Manufacturer narrative:
Evaluation results: evaluation incomplete at this time.